Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-29, lot# n317088, implanted: (B)(6) 2012, product type: accessory; product ID 3550-29, lot# n312459, implanted: (B)(6) 2012, product type: accessory; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3550-39, lot# n314552, implanted: (B)(6) 2012, product type: accessory; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 355531, lot# n319892, implanted: (B)(6) 2012, product type: screening device; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was lead migration. The manufacturer representative (rep) saw the patient in january because they were complaining of loss of coverage. The patient noticed in (B)(6) 2014 that they lost coverage. The rep saw the patient in the healthcare provider (hcp) office and they tried to reprogram the patient but the rep was not able to get any paresthesia. They ran an impedance check and found that most all of the contacts were out of range. The hcp did the x-ray and found the leads had moved. The patient had been referred to an hcp for a possible revision. Diagnostic testing performed included impedance testing, x-rays, and reprogramming. Actions required as a result of the event was a replacement. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Patient status at the time of the report was alive, no injury. It was unknown if there were any patient symptoms or complications associated with the event. The patient was not receiving effective therapy. Nothing had been done yet, they had not been seen yet as of the time of the report. So it was unknown what the cause was and if it was device related. The patient¿s appointment was (B)(6). Information regarding a revision has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the manufacturer representative (rep) believed the plan was to schedule the patient for a revision. The rep did not know when. The event cause was determined which was lead migration. A date of (B)(6) 2015 was noted. X-rays showed the lead migration of left occipital lead. The right lead was in place. The patient recovered without permanent impairment.